Event description:
After receiving a unit of blood, the rn disconnected the blood tubing from the patient's IV and the end of the blood tubing snapped off into the patient¿s IV hub. The IV was no longer usable due to the end of the tubing being stuck in the IV. Two rns attempted to replace the connection and hub of this patient's IV with no success and had to remove the existing IV and place a new one resulting in an extra poke for the patient. It would help to identify the reason why the IV tubing broke in order to prevent it from happening again in the future. IV tubing lot number (10)dr24a03031. Manufacturer response for IV blood tubing, (brand not provided) (per site reporter).